Event description:
It was later reported that the infection resolved on (B)(6) 2020. Patient was treated with surgery. Discharge note says patient will require vancomycin intravenously for 6 weeks while at home.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 11 months, 2 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted for driveline infection on (B)(6) 2019. Patient had severe pain at driveline site with abscess. Patient was admitted to drain the abscess. Patient was treated with parenteral antibiotics. Additional information was requested but not provided.